Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a g7 cgm, with a highest blood glucose of 264 mg/dl and an insulin low alert; the user was unsure why glucose was elevated, and an agent guided the user through an insulin cartridge change after which insulin delivery resumed and glucose subsequently decreased. Symptoms included elevated blood glucose without associated clinical effects. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no hospitalization. Investigation included troubleshooting and education with confirmation that insulin delivery resumed and glucose improved after the cartridge change; device data were not synced due to lack of the app. Investigation of this case revealed no confirmed device malfunction, with cause of the hyperglycemia unclear. It was concluded, based on established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.